Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure on (B)(6)? What tissue was the 6-0 prolene suture used on? What was the condition of the tissue? How was the suture placed (interrupted or continuous)? Additional information was requested and the following was obtained: what was the appearance of the suture on (B)(6)? Broken. . Was the suture noted to be broken? Yes. Did the suture pull out of the tissue? No. What was used to close the incision? Unk. Do you have the defective suture for evaluation? No. What are the patient age, weight, gender and past medical history? Child. What is the current condition of the patient? No patient consequence was reported.

Event description:
It was reported that the pediatric patient underwent an unknown procedure on (B)(6) 2016 and suture was used. On (B)(6) 2016, the patient had to come back to the hospital for reintervention. The suture appeared broken. It is unknown what was used to close the incision. The current patient status is reported as no patient consequence. Additional information has been requested.